Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the eos was not determined but that the patient was going to make an appointment with the managing physician to discuss ins replacement. No further complications were reported.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that a rep was told on 2019-feb-11 that the ins was at eos. The rep met with the patient in (B)(6) 2018 and just realized now that the ins had only been implanted for 5 years so the eos was premature. The patient was not scheduled for replacement at this time. It was reviewed that the ins likely incurred 3 overdischarges and that is the reason for eos. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that a rep was told on 2019-feb-11 that the ins was at eos. The rep met with the patient in (B)(6) 2018 and just realized now that the ins had only been implanted for 5 years so the eos was premature. The patient was not scheduled for replacement at this time. It was reviewed that the ins likely incurred 3 overdischarges and that is the reason for eos. No further complications were reported. See pe 701272671 - previous od and 701698529 - previous potential od 2019-02-19 crts 3822505/updates (rep): no new reportable information. 2019-sep-06 crts 3909852 (rep): additional information was received from a manufacturer representative (rep) reporting that the patient needed an MRI however, the patient had been in overdischarge for a long period of time. It was indicated that their colleague had called in regarding being unable to recover the patient¿s device using a physician mode recharge. Technical services reviewed that a depleted neurostimulator is considered of and that MRI eligibility forms could be filled out by the managing healthcare provider (hcp). The caller would have the managing hcp office in to request the MRI eligibility guidelines and form to fill out. Technical services reviewed that eos had previously been reported due to multiple overdischarges. It was also noted the patient previously made the ins issue of longevity a legal matter, but had not heard back on the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain. It was reported that the patient stopped using their implantable neurostimulator (ins) a few months ago due to personal issues. They stated that upon attempting to recharge and use their ins again, they noticed power on reset (por) and end of service (eos) messages. The patient indicated that they have had falls since their implant. The rep stated that the ins was charged to the point where the por could be cleared. The rep mentioned that the por will be reset, and the device will be reprogrammed if needed. No further complications or patient symptoms were reported or anticipated.